Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007 - patient underwent surgery for implant of an unspecified bard/davol mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007 - patient underwent surgery for implant of an unspecified bard/davol mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of bard flat mesh. Per operative notes, ¿the hernia sac was excised and lysed multiple small bowel adhesion and freed up the omentum from hernia sac. Part of omentum was incarcerated into hernia sac was amputated and totally excised the central hernia sac and freed up the fascial margin. A piece of bard mesh was fashioned and sutured it circumferentially around the fascial margin and then sutured the mesh in a horizontal mattress fashion.¿ (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the removal of mesh. Per operative notes, ¿large recurrent ventral hernia was identified. The scar was excised, and the large hernia sac was dissected out. The old bard mesh was within a hernia sac and small bowel has essentially been into the mesh was noted. Small bowel resection was performed, and additional segments of small bowel were lysed. Adhesions were lysed and freed up. A large piece of synthetic mesh was placed and sutured using sutures.¿ (B)(6) 2017 - patient was diagnosed with recurrent ventral hernia and abdominal pannus thereby underwent open repair with implant of synthetic mesh and abdominoplasty. Per operative notes, ¿the large abdominal flap was created in prefascial plane above fascia and created flap from hypogastrium just above pubis extending all the way up to the xiphoid. Weakening of midline was found and then tightened up by using sutures and a synthetic mesh was fashioned and placed it over the repair and tacked it with interrupted sutures and pannus was excised.¿ (B)(6) 2017 - patient was diagnosed with abscess thereby underwent open repair with the drainage and incision of abdominal wound abscess. Per operative notes, ¿a large collection of pus within a wound appeared in prior abdominoplasty. Several abscess cavities and multiple loculated abscess cavities were noted. Drained the pus from the site and copiously irrigated the wound.¿ (B)(6) 2017 - patient was diagnosed with wound infection thereby underwent wound dressing change of abdominal wound. Per operative notes, ¿the transverse wound was opened and removed prior packing. There was some purulent drainage from abdominoplasty site and irrigated with antibiotic solution. Dressings then applied.¿ (B)(6) 2017 - patient was diagnosed with abdominal wound infection thereby underwent wound irrigation. Per operative notes, ¿irrigated out the undermined area of the wound with antibiotic solution with power irrigant, appeared to be much cleaner. No signs of any purulence, good granulation tissue. I then just repacked the wound.¿ attorney alleged that the patient had abscess, adhesions, bowel removal, infection, pain and hernia recurrence.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 8 years 7 months post implant of bard flat mesh, patient was diagnosed with infection, hernia recurrence, abscess, purulent discharge, adhesions, wound infection and scar tissue thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, hernia recurrence and adhesions as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". Updated fields: a2, b2, b3 (date of event), b4, b5, b7, d4 (product catalog no, corporate lot no, UDI no), d.6b (date of explant), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.